Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reference CAPA 429. Verified item lot combinations and reviewed manufacturing date as returned item # 42517000505 lot # 62356123 exhibits signs of repeated use and has fractured on the lateral side of the post feature all pieces were returned reference attached photographs. The device history records for item # 42517000505, lot # 62356123 & receiving inspection report for item # 2517050505, lot # 80556608 were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of the CAPA 429 design update. Medical records were not provided. CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported bottom of poly broke during surgery.